Manufacturer narrative:
Additional manufacturer narrative: edwards received additional information through follow-up with the health care provider.

Event description:
Edwards received additional information through follow-up with the health care provider that the patient required a permanent pacemaker due to complete heart block which started on pod #3 after implant of this 27mm aortic valve. The patient had underlying paf. The valve surgery was completed without complication and the patient was in sinus rhythm, had good heart function, and no pvl. The patient was discharged to a snf on pod #9 in good condition.

Manufacturer narrative:
(B)(4). Following surgical aortic valve replacement (avr), new-onset bundle branch block has been reported in 16% to 32% of patients and the need for permanent pacemakers in 3% to 8% of patients. The reason for post-operative av block after surgical avr is related to injury to the cardiac conduction system during surgical excision of the adjacent diseased valve and annular tissue. The close anatomical relationship between the aortic valvular complex and the branching atrioventricular bundle explains the possible development of conduction abnormalities following prosthetic aortic valve procedures. Atrioventricular conduction disturbances after tavr and avr are associated with many patient-related and procedural-related factors. The mechanism of the development of heart block after tavr and surgical avr are well documented and described in literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6% will develop post operative heart block, potentially requiring a permanent pacemaker. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that the patient required permanent pacemaker post-operatively after receiving the subject device. As reported, the event occurred during hospital stay.